Event description:
During the attempted placement of a coronary stent with delivery system at the target lesion site in the pt's circumflex artery, the stent embolized. The delivery system was withdrawn form the pt without complication and a snare wire was used to successfully retrieve the embolized stent from the pt's body. There were no clinical sequelae reported relative to the event.